Event description:
It was reported that during an open colostomy takedown, while on rectal end-to-end anastomosis step, the stapler was reported to be difficult to remove from the cavity, which extended the surgical time by 60 minutes. The surgeon instructed a fellow to remove the stapler following standard protocols. Resection and re-stapling were performed to resolve the issue.

Manufacturer narrative:
D10 concomitant product: sigcirxl signia circ adapt x lng length (serial#: (B)(6)) sigphandle, sig power sigphandle handle (serial#: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.